Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the device cut the tissue without delivering any staples into the tissue? Yes, the staples were delivered but had not the proper b-shape (opened in u) during the 1st firing and then the device was jammed. Were opened staples seen in the patient's abdomen before or after the firings? After the beginning of the 1st firing.

Event description:
It was reported that during a gastrectomy procedure, during a sleeve, the device did not staple with a cartridge ecr60d. Moreover, there were opened staples in the patient's abdomen. Another cartridge of the same lot number was then used but the same problem occurred. Use of another device of the same lot number with a green cartridge ecr60g, but the problem was remaining. Use of a competing device to complete the procedure without consequences. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch#: n56y5p. The ec60a device was received for analysis with no visual non-conformances and with two ecr60d cartridges reloads present. The cartridge reload (c) was received partially fired. The cartridge reload (d) was received partially fired with several staples missing. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned device and cartridge reload (c) was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the staples missing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.